Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric bypass procedure during the case he experienced leaking. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded. Surgeon and surgical staff advised: they spoke with the surgeon and staff; the procedure was a lap gastric bypass with a b12lt. The surgeon confirmed that they had to raise the pressure from 15 to 18 due to the leak. Per the surgeon, the leak happens with larger obese patient due to the need to put more torque on the seal. The leak occurred when torque is applied with a 10mm scope in 12mm trocar